Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's therapy was off because the day after their interstim surgery the patient contracted methicillin-resistant staphylococcus aureus (mrsa) and had been in the hospital ever since. The patient's rep stated the patient was stable now and would have another surgery tomorrow because the mrsa had settled in the patient's artificial hip joint and they had to have that removed. The patient's rep stated once the bacteria was out of the patient's system they would talk to the patient's healthcare provider (hcp) about turning it on again. The patient's rep stated they had the manufacturer representative's (rep) phone number if they needed to call them. The patient and their rep were redirected to the patient's hcp to further address the issue.